Event description:
It was reported "iabp runs for approximately 15-30s and stops to issue helium loss 2 alarm. Triggers and timing appropriate. No blood or condensation noted in driveline. The [user] exchanged consoles and had continued alarms on second pump.[the user] verified the connections were tight with no improvement in alarms. No sutures were going over the body of the catheter. Iab body appears straight and sutures are intact. There was no visible evidence of kinking on the bpw. Patient is still with hip already hyperextended, nsr in 50s and no ectopy. Iab failed leak test. Removal was recommended and. Iab removed without incident. Second iab placed with no subsequent alarms. Iab saved for return. Patient reported to have remained stable throughout". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc; dried blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; no damage or abnormalities were noted. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "multiple helium loss 2 alarms" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iabp runs for approximately 15-30s and stops to issue helium loss 2 alarm. Triggers and timing appropriate. No blood or condensation noted in driveline. The [user] exchanged consoles and had continued alarms on second pump.[the user] verified the connections were tight with no improvement in alarms. No sutures were going over the body of the catheter. Iab body appears straight and sutures are intact. There was no visible evidence of kinking on the bpw. Patient is still with hip already hyperextended, nsr in 50s and no ectopy. Iab failed leak test. Removal was recommended and. Iab removed without incident. Second iab placed with no subsequent alarms. Iab saved for return. Patient reported to have remained stable throughout". The patient's current condition is reported as "fine".